Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after initiating ilet use, with glucose readings up to 326 mg/dl and later a ¿high¿ sensor indication consistent with greater than 400 mg/dl, without food intake and before any backup therapy; the user changed the infusion set and resumed insulin delivery with subsequent improvement to 200 mg/dl and trending down. Symptoms included high blood glucose. Outcomes included transient hyperglycemia without hospitalization or medical intervention. Investigation included troubleshooting with user education and guided supply change. Investigation of this case revealed no device malfunction identified and resolution after infusion set change. It was concluded that the event was consistent with hyperglycemia of unclear cause with improvement after set replacement and continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.